Event description:
It was reported that when using the bd pyxis¿ medbank tower was unable to issue controlled medication hydrocodone-apap 5/325mg. User was able to request the validation code, but once approved by pharmacy, the item does not show to select in the medication list. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the item in the patient order list with the validation code status marked as ¿required¿. A technical support specialist (tss) found in mql transactions that the item for the patient had just been issued for the patient ID. The tss found in mql rx verify that the approved request had been issued on (B)(6) 2025 at 10:05:21. The customer stated that there was no other controlled medication user needed to issue right away. The tss advised the customer to call tss next time before having another nurse issue the item to troubleshoot. The customer authorized closing the case. The case was then closed.